Event description:
Information received with return of the explanted device notes that the patient experienced fatigue, dyspnea, and seasickness. The patient's heart rate was at 40 bpm. The device exhibited no capture or sensing.